Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011; inratio: 3.2; lab: 2.8. Results taken within 2 hrs of each other.